Event description:
The nurse called to report that the customer was hospitalized for dka. The nurse reviewed the alarm history and there was an alarm that occurred four times. The nurse stated that the customer did not hear the alarms and did not change out the set. The nurse refused to do further troubleshooting and will have the customer call back. A few days later, the customer's spouse called back. The spouse did not have the pump at the time of call. The customer is requested to have the pump replaced.